Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: a revision tka with pressfit stems was revised. Intraoperatively both the femoral and tibial stems were found to be fractured. The root cause of this mechanical complication cannot be determined from the documentation provided. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left knee was revised due to loosening of the tibia and femur. Intra-operatively, it was also observed that both stems (tibial and femoral) broke off approximately halfway up their threading. The patient's ts knee was converted to a competitor revision knee (patellar component was retained). Rep confirmed that no further information will be released by the hospital or surgeon. A review of the provided medical records by a clinical consultant stated the following comment: a revision tka with pressfit stems was revised. Intraoperatively both the femoral and tibial stems were found to be fractured. The root cause of this mechanical complication cannot be determined from the documentation provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to loosening of the tibia and femur. Intra-operatively, it was also observe that both stems (tibial and femoral) broke off approximately halfway up their threading. The patient's ts knee was converted to a competitor revision knee (patellar component was retained). Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised due to loosening of the tibia and femur. Intra-operatively, it was also observe that both stems (tibial and femoral) broke off approximately halfway up their threading. The patient's ts knee was converted to a competitor revision knee (patellar component was retained). Rep confirmed that no further information will be released by the hospital or surgeon.